Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 470 mg/dl. The customer¿s blood glucose level at the time of call was 370 mg/dl and current blood glucose was 213 mg/dl. The customer experienced symptoms such as vomiting, weak and tired. The cause of hospitalization was diabetic ketoacidosis. The customer was treated with intravenous drip in the hospital for high blood glucose level. The customer reported that the pump was under delivering and the customer received new pump on previous day of reporting however it was not working all day. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.